Manufacturer narrative:
B.7 added information that was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
Given the limited information surrounding the details the patient's condition and cause of death the impella cannot be excluded as a possible contributing factor. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support on impella cp on (B)(6) 2025, the patient had suspected gastrointestinal bleed from dark tarry stool. Bicarbonate purge. Care was withdrawn of support and the patient expired.